Manufacturer narrative:
The device was not returned, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function and occlusion. The procedure was performed via a right sided access. While the physician was using a spectranetics 14f glidelight laser sheath, the device was observed to be bent, exposing red laser light. They discontinued use of the device, and another 14f glidelight device was used to complete the case with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 29 mar 2022. G3): the device evaluation and investigation was completed on 31 mar 2022. H3): the device was returned and evaluated by a cross functional team. There was an obvious kink in the device''s working length, 18 cm from the distal tip. A breach to the outer jacket and broken fibers were observed in this area, and the outer jacket was found to be melted. H6): the device evaluation concluded that excessive forces were applied to the side of the device''s outer jacket, resulting in a kink and broken fibers, which created a breach in the outer jacket. This has been determined to be a use related failure.